Event description:
This rv lead was implanted on (B)(6) 2005 and remains implanted at this time. A call was placed to technical services on 07/22/2016 reported that this rv lead was connected and set screw was tightened there was no pacing for approximately 15 seconds until ra lead was connected. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).